Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the machine head was damaged, exposing wires, and the device was out of calibration at all readings. There were signs of third party repairs (black ties inside the devices). The head, control bar, control shaft, adjustment cams, reciprocating arm, motor, switch, plug harness, bearings were replaced and resolved the reported issue. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/ final report will be submitted.

Event description:
It was reported that during testing there were exposed wires. There was no harm or delay. No patient involvement. No adverse event reported as a result of this malfunction.